Event description:
It was reported that an infection occurred. The patient was given antibiotic treatment for endocarditis and sepsis. The implantable pulse generator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6949 implantable tachy lead 2006 (B)(6), 5076 implantable pacing lead 2006 (B)(6). (B)(4).